Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/12/2017 with the following findings: the battery compartment was cracked at the threads to the left of the grip pad down to the seal, and from the case seal to the grip pad. Moisture was found in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and there was moisture in it. This report is made based on results of investigation completed on 09/12/2017.